Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model# 105-7000-065; lot# 9451352; dom: (B)(6) 2011; exp: 3/1/2014. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter became entrapped in the onyx mass during procedure and was left in the patient. No patient injury reported.